Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-00422) . Correction: lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow-up, the device was unable to be interrogated after several attempts. The device was explanted and replaced.